Manufacturer narrative:
The foreign user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility via a mda adverse incident report from the (mhra) reported to carefusion UK relayed to carefusion 234 gmbh (our EU rep) and relayed to carefusion (B)(6), via e-mail. (B)(4). Carefusion did not request the return of the used pt circuit, generator and nasal prongs for eval. Based on the info provided by the user facility, carefusion determined that the user facility's lack of experience with the new carefusion infant flow lp ncpap system (generator, mask, prongs, bonnet and headgear) was the most likely underlying cause of the reported event.

Event description:
The following description of the event was copied from a mda adverse incident report from the medicines and healthcare products regulatory agency (mhra) reported to carefusion UK relays to carefusion 234 gmbh (our EU rep) and relayed to carefusion (B)(6), via e-mail. "Although nursing staff experienced with using similar devices, difficult to keep prongs in place in baby's nose, especially with bigger, more active babies. Displaced prongs do not necessarily cause alarm condition on sipap ncpap driver. Also, prong appears to be made of softer material than their predecessors, which means more liable to "kink" in situ, thus obstructing gas flow to baby (again, with no alarm)." "Nursing staff have reported it is difficult to visualize appropriate tightness of fixation, especially if baby is in an incubator. A cut on the nostril and septal damage have both occurred." "We have reverted to the long-established infant flow ncpap system until further notice."